Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), after completion of the first deployment, flushing of the catheter tip was performed. However, without releasing the tether lock, tether flushing, tether cutting, and tether pulling were performed. Resistance was strong throughout, and when the hand side was checked after tether pulling, it was confirmed that the lock was engaged, and therefore the lock was released. After the tether was pulled slightly, dislodgement of the device body occurred. The device body was subsequently retrieved. The leadless ipg system was attempted not used and replaced. No patient complications have been reported as a result of this event.